Event description:
Healthcare professional reported that a patient was injected in the nasolabial folds with 2 ml of unspecified dermal filler. Six days later, the patient visited the treating physician due to ¿a case with vascular complication¿ in the nasolabial folds. The healthcare professional performed two sessions of hdhp that day and two more sessions the next day. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular complication" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information noted patient experienced pain and discoloration the evening of the day of injection by another injector. Patient was "doing hot fomentation to the area." They went to a local practitioner who prescribed them antibiotics. Six days later, they were referred to the office and was treated with hylase one hour apart. 1000iu in 1st session and 1000iu in second session. Only oral antibiotics given as there was pustule formation. The next day, 1000iu each session for two session. Capillary refill was noted to be normal. Pustules showed resolution as did local lesions. Patient felt symptomatically better as well. Symptoms have resolved completely except some scarring in the area.